Event description:
The customer reported that the 4k autoclavable camera head "would not white balance. Error, not sure of which one." The problem was found during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found error code e224 displayed on the monitor due to a faulty cable, however, the image was still present. The evaluation also noted, the labeling on the rear cover being faded was discovered. A device history review revealed no issues that could have caused or contributed to the reported issue. A definitive root cause cannot be identified. However, based on the results of the investigation, it is likely that the cable component failure led to the malfunction. To mitigate the risk/harm to patient, the instructions for use (IFU) provides the following: if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the camera head and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the camera head to olympus for repair as described in section 5.4, ¿returning the camera head for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal when any irregularity is observed." Reference page 37 as per IFU. Never use the camera head on a patient if an irregularity is observed. Damage or an irregularity in the camera head may compromise patient or user safety and may result in more severe equipment damage." Reference page 37 as per IFU. Olympus will continue to monitor the field performance of this device.